Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional via a manufacturer representative reported an implantable neurostimulator (ins) connection failure, which occurred during a procedure. There was a connection failure in header 8-15, impedances measured >10,000 ohms for 8-9-10-12-13-14-15. No factors known to have led to the event. Troubleshooting noted several connections with the ins and lead were tried, the lead ends were cleaned and dried, and fixation screw was verified several times. The lead end of 0-7, which had correct readings, was placed in 8-15 port and also showed same impedance issues. External stimulator was used in combination with trial cable to verify lead and all impedances were okay. Another ins was used and impedance testing was directly okay for all contacts. The issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins passed functional testing, including impedance testing in saline. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.